Manufacturer narrative:
P-cap / reservoir locks properly into place. Device received error 38 during rewind. Motor tested outside the device and received pump error 38, due to jammed gearbox. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to rewind anomaly. Motor tested outside the insulin pump and received pump error 38 at rewind. Device received with cracked keypad overlay, pillowing keypad overlay and minor scratches on case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. The customer was able to clear the alarm and not able to rewind the pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.